Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of the bd micro-fine¿+ pen needle was "too big" and would not grip the needle to remove it from the pen. The following information was provided by the initial reporter: "it was reported by an end user that once you have screwed the needle onto the pen and have done your injection and you want to remove the needle, the outer protective cover that you put back on is too big and will not grip the needle to remove it from the pen. No matter how loose you fit the needle the cover will not grip it. The needle is not stuck on the pen the cover is just too big. He physically has to tilt the cover on an angle for it to actually grip the needle to remove it. He had a few instances when he removed the foil from the cover that the needle has actually fallen out of the cover."

Event description:
It was reported that the outer cover of the bd micro-fine¿+ pen needle was "too big" and would not grip the needle to remove it from the pen. The following information was provided by the initial reporter: "it was reported by an end user that once you have screwed the needle onto the pen and have done your injection and you want to remove the needle, the outer protective cover that you put back on is too big and will not grip the needle to remove it from the pen. No matter how loose you fit the needle the cover will not grip it. The needle is not stuck on the pen the cover is just too big. He physically has to tilt the cover on an angle for it to actually grip the needle to remove it. He had a few instances when he removed the foil from the cover that the needle has actually fallen out of the cover."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.